Manufacturer narrative:
(B)(4). Information was received from a foreign surgeon who is not required to complete form 3500a. The device was returned with complaint for review. Visual examination revealed the presence of low density polyethylene (ldpe) material from the bag on the lateral aspect of the anterior flange of the component. The device is used for treatment. A product history search did not reveal any other complaints against the part and lot combination. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, the implant packaging was noted damaged and the sterility of the implant was considered compromised; the implant was noted to have the low density polyethylene bag material adhered to the lateral trochlear area of the highly polished surface of the component. The surgical team noticed a residue on the implant as well as a matted finish. A new implant was used to complete surgery.